Event description:
Pt coded following insertion of cement for hip prosthesis. Qi reviewer felt that cardiac arrhythmia is a known risk/adverse reaction of methyl methacrylate. Pt date of birth: 11/2/1895.